Event description:
The customer reported that the intellivue mx800 patient monitor did not alarm for a low heart rate of 81 beats per minute (bpm) on 15-april-2021 at 07:00 for the neonatal patient in bed label 2444f. The device was in use monitoring a neonatal patient at the time of the reported event. No death or patient injury / harm was reported.

Event description:
The customer reported that the intellivue mx800 patient monitor did not alarm for a low heart rate of 81 beats per minute (bpm) on (B)(6) 2021 at 07:00 for the neonatal patient in bed label 2444f. The device was in use monitoring a neonatal patient at the time of the reported event. No death or patient injury / harm was reported.